Manufacturer narrative:
It was reported that the hl20 displayed the error message: "runaway" during treatment and the pump stopped. The treatment was almost over and no injury was caused. A getinge field service technician (fst) was onsite for an investigation on 2023-04-13. The fst was not able to reproduce the reported error message: "runaway". The fst cleaned the motor carbon brushes and tested the device. The device is working to factory specification. No parts were replaced. No exact root cause could be determined, because the failure could not be reproduces. With reference to the hl20 risk management file the most probable root cause could be determined as follows: (un)intended change of pump speed by e.g.: - deactivated interventions / override; - by knob; - by display setting; - slave mode (controlled by master). The device in question was manufactured on 2015-01-28. The review of the non-conformities during the period of 2015-01-28 to 2023-02-21 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported error message: "runaway" could be confirmed, but no product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).

Event description:
It was reported that the hl20 main pump displayed the error message: "runaway" during the operation and the pump stopped. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 main pump displayed the error message: "runaway" during the operation and the pump stopped. No harm to any person has been reported. Further information was requested but still pending. As soon as new relevant information becomes available, a follow up medwatch will be submitted.